Event description:
The customer contact reported the pt received more medication than intended. At 1900, line a of the device was programmed to deliver 5% glucose, at a rate of 50 ml/hr, with a vtbi (volume to be infuse) of 500 ml. Line b was programmed to deliver and unspecified concentration of plasmalyte, at a rate of 75 ml/hr, with a vtbi of 500 ml and the delivery was started. No further programming was provided. At 2230, it was reported that the delivery on line a was completed; however, the device display indicated that 320 ml was left to be delivered. There were no reported adverse pt effects. No medical interventions were required. It was reported that the device remained on clinical use using line b only. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1118, line a was programmed to deliver at a rate of 50 ml/hr, with a vtbi (volume to be infused) of 500 ml, for a duration of 10 hours, and the delivery was started. Line b was programmed in the concurrent mode to deliver at a rate of 75 m/hr, with a vtbi of 500 ml, and the delivery was started. At 1353 the device alarmed for a distal occlusion and the deliveries were restarted. At 1759, line b was completed and kvo (keep vein open) 1 ml/hr was started, line b was reprogrammed to deliver at a rate of 75 ml/hr, with a vtbi of 50 ml, for a duration of 40 minutes, and the delivery was started. At 1814, line b reprogrammed to deliver at a rate of 100 ml/hr, and the delivery was started. At 1817, line b was reprogrammed to deliver at a rate of 50 ml/hr, with a vtbi of 500 ml, for a duration of 10 hours and the delivery was started. At 1818, line b was reprogrammed to deliver at a rate of 75 ml/hr and the delivery was started. At 1935, line a was stopped, reprogrammed at a rate of 50 ml, with a vtbi of 500 ml, for a duration of 10 hours and the delivery was started. At 2315, the device alarmed n230 (proximal air total), and n251 (valve/cassette test fail), backprime was started and stopped. At 2320, the device alarmed n185 (peak proximal occ a nondelivery), backprime was started and stopped. Line b was reprogrammed to deliver at 20 ml/hr, with a vtbi 250 ml, for a duration of 12 hours 30 minutes, and the delivery was started. This report represents all the info known by the reporter upon query by hospira personnel.